Event description:
Numerous problems including false readings. There is also a vacuum problem. When vacuum does not work the device doesn't work. MFR notified a number of times; however, since device is used to detect a life threatening condition rptr is concerned. Rptr had a false low reading but rptr is concerned that if they had a false high reading would result in death. The MFR is sending out a kit to double check the machine. This is only sent if a user is having a problem. Rptr believes that MFR should be sending this kit to all users so they can check the meters if there is a false reading. Rptr asked MFR if they had any other problems and was told that yes they have had problems with the vacuum part of the device. Rptr is concerned that MFR has not notified users of the problem. Device has only been on the market a few months.